Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion due to eri was observed on the device. Patient was admitted to the ER. Device is under battery advisory. Device was explanted and a new device was implanted. No further information available.